Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located at the site of the sensor adhesive. Affected area was treated with triamcinolone 0.1% cream that was prescribed on (B)(6) 2016. At the time of contact, the patient was recovering. No additional event or patient information was provided.